Manufacturer narrative:
The pump exchange referenced in this section that occurred on (B)(6) 2016 was reported under medwatch MFR. Report # 2916596-2016-01577. The pump exchange referenced in this section that occurred on (B)(6) 2016 was reported under medwatch MFR. Report # 2916596-2016-02347. The pump was returned for evaluation. Upon disassembly of the pump, examination of the distal-side of the inlet stator revealed a small thrombus formation surrounding the inlet bearing cup. An additional thrombus formation was found surrounding the inlet bearing ball. The two thrombi appeared similar in color and structure, suggesting that they likely developed as one formation and broke apart upon disassembly. Both thrombus rings revealed areas of slight denaturation and also appeared to be in the early stages of laminated layering, indicating that the thrombi developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was supporting the patient. The inlet bearing thrombi were obstructing less than 10 percent of the blood flow path in this location. In addition, examination of the proximal-side of the outlet stator revealed a white/red non-denatured thrombus formation surrounding the outlet bearing ball and partially occluding the space between all three stator blades. The thrombus was not adhered to the blood-contacting surfaces and lacked laminated layering, indicating that it did not initially form in the outlet stator; however, its origin could not be conclusively determined. The evaluation could not conclusively determine a specific cause for the development of the observed thrombus formations; however, their partial obstruction of the blood flow path could have contributed to the reported hemolysis. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. The instructions for use lists thrombus as a potential adverse event that may be associated with use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was admitted to the hospital from the clinic with a high lactate dehydrogenase level, elevated pump power, and unspecified heart failure symptoms. An echocardiogram revealed the left ventricle was not unloading. It was thought that a pump exchange might be needed. As of (B)(6) 2017, the pump had not been exchanged, as it was reported by the patient's clinicians that the hemolysis was related to estrogen dosing and the patient was scheduled for a hysterectomy. The patient¿s hemolysis markers had normalized. However, it was later reported that a pump exchange occurred on (B)(6) 2017. No information regarding lab values or patient status immediately prior to the exchange was provided.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 the patient experienced hemolysis, and that device thrombosis was suspected. A pump exchange was performed on (B)(6) 2017. No additional information was provided.